Event description:
It was reported that the customer experienced high blood glucose. The customer stated he was experiencing low blood glucose and suspending the insulin pump for 3 hours. When he took off the suspension, the customer explained, he gave himself a bolus for food and his blood glucose reading was above 400 mg/dl and his sensor readings were going up and up. The customer does use the sensor feature on the insulin pump. Nothing further was reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the drive support cap appeared normal and recessed and that insulin exited with a manual prime. No leak was observed. The customer reported that the settings were correct. The customer was advised to call back when a tubing clamp was available to run a high pressure test. The customer reported that there was not a temp basal or dual or square wave bolus running.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.